Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2021. It was reported that the trial patient has an urge to go to the bathroom, but is unable to void. They have increased their stimulation to 0.5 and still is unable to void. The patient is not feeling any pain.